Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that a nurse reported the patient experienced syncope for an unknown reason and it is unclear if it could be due to device related issues. One year ago, noise along with fluctuating impedance and threshold measurements on the right ventricular (rv) lead were reported. The nurse now stated that the rv lead impedance measurements remain stable, however the r-wave amplitude measurement is low and fluctuates and the threshold has risen. Boston scientific technical services (ts) discussed pacemaker programming options with the clinician. The clinician stated that the device would be reprogrammed and the rv lead would continue to be monitored. The patient contacted technical services one month later and stated that he continues to experience syncope and has concerns over pacemaker function. Ts referred the patient to his physician to discuss his concerns. The boston scientific sales representative has attempted to contact the clinic for further information. To date no additional information has been received. The investigation is complete at this time.